Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through the (B)(6) clinical trial, serial echo reports ((B)(4)) revealed a mean gradient of 28.99 mmhg with a peak of 56.24 mmhg at one year. At 2 years, the mean gradient was 34.71mmhg, peak of 67.32 and valve area of 0.56cm2.

Manufacturer narrative:
Additional information provided by the hospital medical records revealed at one year post tavr the patient had a peak transaortic velocity of 3.93 m/s and a mean gradient of 26.4. At 2 years, tte showed revealed a mean gradient of 35.8mmhg, peak of 61.7 and valve area of 0.71cm2. There appeared to be restricted motion and thickening of the leaflet in the position of the native right coronary cusp. No central or paravalvular ai. No intervention has been performed at the time of this report. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors (renal/ovarian cancer, pseudomyxoma peritonei and metabolic issues) may have contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.